Manufacturer narrative:
Added information: h4. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating with the server. A technical support specialist (tss) remotely accessed through the clinical communication engine (cce) services were confirmed to be running and had been active and the tss ran a trace and observed that messages were successfully transferring to the enterprise server (es) without any issues. System resources were stable, with cpu usage at 21% and memory usage at 40%. Admission, discharge, and transfer (adt) and order messages for the specified facility were being sent to the es system without interruption. An initial database check showed that messages were crossing in real time, suggesting the reported notice might not reflect an actual issue, and message delivery from cce to the es server was timely, and facility-specific messages processed correctly. However, the ¿message behind created¿ alert failed to trigger despite inactivity, suggesting a malfunction. The case was escalated to an es agent, and a temporary fix involved extending the monitoring threshold. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ es server, it had a patient information delayed/down. The customer reported that there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, it had a patient information delayed/down. The customer reported that there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.